Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020, the patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose result is unknown. The patient was discharged from the hospital on (B)(6) 2020. The patient could not recall the medication that was given in hospital.